Event description:
Patient to interventional radiology suite for endovascular recoil embolization. Foley catheter was placed during the procedure. Foley catheter was noted to be leaking from the white port just distal to the blue sample port. Catheter tubing was changed. No known harm to the patient. Post procedure, a second catheter with the same lot number was tested and leakage was noted from the same site - all catheters of this lot number were pulled and sales rep will be notified.